Event description:
It was reported via repair work order that the control board was not working due to malfunction coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - signal cord replaced.